Manufacturer narrative:
The returned introducer sheath was found bent at ~84.0cm from the proximal end. The concerto pushwire was found with the actuator interface loose on the coupler tube and the pushwire was found broken at the break indicator, with the two segments retained by the release wire. This is indicative that both a mechanical detachment attempt using an instant detacher and a manual detachment were attempted at these locations. The concerto pushwire was found to be bent throughout the pushwire between ~18.0cm and ~155.5 from the proximal end of the pushwire. The coin was found retracted from the lumen stop. The shield coil was present and intact with the implant coil already detached and not returned for analysis. The concerto implant coil tip od (outer diameter) could not be measured as it was not returned. The introducer sheath ID (inner diameter) was measured and found to be 0.0195¿ (0.4953mm) which is within specification (specification: 0.47mm +0.05/-0.00). No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in sheath¿ could not be confirmed as the device was returned with the implant coil already detached. There is evidence that mechanical and manual detachment was attempted at the actuator interface and break indicator, and the coin was retracted from the lumen stop, detaching the implant coil. The pushwire was found bent throughout the length of the pushwire, indicative of high patient tortuosity. It also is possible that damage to the pushwire occurred during return shipment to medtronic for analysis as the device came back without its protective dispenser coil. The introducer sheath was found bent which may contribute to the customer report of coil stuck in sheath, however, the cause could not be determined. There is no malfunction of the pushwire or nonconformance to specifications that would contribute towards customer claim of ¿coil resistance/stuck in sheath¿. As the implant coil was not returned for analysis, any contribution of the implant coil towards the failure could not be determined. There is no indication that the event is related to a manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the procedure could not be performed because the coil did not enter the microcatheter while performing the procedure in accordance with the IFU. The devices were prepared as indicated in the IFU. There were no abnormalities reported in relation to the anatomy.